Event description:
Health care professional (hcp) reports 56 cracked headers noted during use and during reprocessing procedure. All dialyzers reused between 6 - 24 times. Health care professional reports no pt injury.